Event description:
My freestyle libre continuous glucose monitor (cgm) was reporting blood sugar level of 78 and had been alerting about low blood sugar all night. When I did a finger stick, the test showed a real blood sugar level of 143. This is an extreme and problematic difference. These numbers require opposite intervention to normalize blood sugar. The freestyle libre cgm is mis-leading at best, and often dangerous to rely on for proper blood sugar treatment. This product is dangerous and should be removed from the market. The cgm was alerting for low blood sugar all night. I knew that was a false alarm by how I felt. In the morning I did a finger stick that showed the real value to be nearly 70 points higher.